Event description:
It was reported that leak was observed from tubing of a flogard compatible solution administration set during infusion of propofol (non-baxter product). There is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Evaluation summary: only a photo of an actual sample was available for visual inspection. Visual inspection revealed that the tube had a cut along the tubing. The assignable cause of the reported condition is related to machine malfunction used in the manufacturing of the set. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.